Manufacturer narrative:
(B)(4): the customer reported that the monitor failed to alarm when a patient's spo2 level fell outside of its patient configured parameters. No patient harm was reported. The available information is not sufficient to support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor failed to alarm. No patient harm was reported.